Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed a frayed cable. The instrument was not stuck clamped shut on patient tissue nor moved with non-intuitive or uncontrolled motion. The procedure was completed robotically. There was no injury to the patient due to the reported failure. Patient demographics were not provided.